Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an anterior rotator cuff repair (arcr) surgical procedure, while using an expressew iii ne device, after debridement of the subacromial was performed, the helix with perma-tape was inserted. A utility suture was installed on the auto-capture expressew, and the rotator cuff was grabbed and when the needle came out, it was observed that the needle broke. It was reported that the broken part of the needle was removed, so there was none remaining in the body. It was reported that the rotator cuff was repaired with bridge. The surgery was completed with no issues using a new needle. There was no surgical delay and no harm to the patient. All available information has been disclosed. No further information was provided.